Event description:
It was reported that (2) devices were used during a laparoscopic gastric bypass. It was reported by the rep that the trocar seals tore during surgery causing gas to leak profusely out into the room. The surgeon continued the case,but struggled with gas leakage and insufflation until the end of the case. There was an extended or time of (10-15)minutes.